Event description:
It was reported that the customer is in the hospital due to an unspecified malfunction alarm that occurred. The customer declined further troubleshooting with tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.